Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/06/2016 with the following findings: evaluation revealed that the keypad cover is torn, contrast button is unresponsive. Contrast button contact is inverted. Opened keypad, no contaminants found under contacts. Opened pump, no intermittent conditions observed on keypad flex connector. There was a button contact defect. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a button contact defect. This report is made based on results of investigation completed on 08/06/2016.